Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 209 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive. Customer also mentioned that the insulin pump would not turn on. Button error troubleshooting was performed and unable to confirm if the time is advancing due to insulin pump was off. The customer also reported cracks in the battery compartment of the insulin pump and have experienced a high blood glucose of 500 mg/dl. Customer treated with manual injection and insulin pump for the high blood glucose event and declined troubleshooting. Customer declined blank display troubleshooting as well. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.